Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the treatment of an unspecified vessel. Reportedly, while attempting to inflate the armada 14 balloon dilatation catheter (bdc) using a manometer, it was not possible to build up (maintain) pressure. The bdc appeared to leak between the proximal-end of the balloon and the shaft of the balloon catheter. The device was removed and another armada 14 bdc was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.